Event description:
It is reported that during the kit inspection it was found that the tip of the driver was broken.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Eval summary: the hex driver could have fractured due to off-axis eccentric loading or if the driver was used under power during final tightening of screws. The surgical technique informs the user to complete final tightening by hand to prevent potential screw cross-threading or damage to the screw or driver. If excessive tightening load is required to seat screws, surgeons are advised to use a solid 2.5 mm hex driver. The instrument had a potential field age of approximately 1 year at the time of incident with an unknown usage history. Based on information provided, the definitive root cause of this issue cannot be established. Device history records indicate all components were manufactured and inspected to specification. As returned, the tip was completely broken off while there appeared to be no further physical damage or scratches. No manufacturing abnormalities could be detected.

Manufacturer narrative:
Information received does not change previous investigation results.

Manufacturer narrative:
This report will be amended when our investigation is complete.